Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: (B)(4) 2011, requested copy of echo on cd along with patient medical history, operative report, explant date and s/n of device. A 2nd device, implanted in the tricuspid position was also explanted same date. Requested confirmation of possible infection to explain early explant, prior history of calcification, etc. DHR cannot be done until the serial number is known. Requesting permission to dismantle the device for s/n post eval.

Manufacturer narrative:
Evaluation summary attached: (B)(6) 2011 thrombus like deposits are evident at the tissue inflow. All three leaflets exhibit a drop which led to incomplete coaptation; reason is indeterminable. Minimal thin layer of host tissue overgrowth is detected at the tissue outflow. Host tissue is minimal to moderate at the stent inflow and stent outflow. Cut outs in the sewing ring, most likely due to explant exposed the wireform. No inconsistencies detected in the x-ray as the wireform is intact. Additional manufacturer narrative: (B)(6) 2011 the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon's report indicated that no additional information would be provided. Without additional information regarding the patient history, we are unable to conclusively determine the root cause for explant of this device. Method: (B)(4) x-ray date user facility became aware of event were updated based on the surgeon's response.

Event description:
Reportedly, a mitral valve was explanted after an implant duration of approximately 11 months due to severe mitral regurgitation detected on echo (B)(6) 2011. Patient had a 2nd device explanted at the same time from the tricuspid position for unknown reasons. No additional information has been provided.